Manufacturer narrative:
The product inquiry states the guide wire to be the subject product. No further associated products were reported. A review of the product history records for the reported guide wire revealed no discrepancies; no manufacturing related issues were found. The received wire is completely broken at the level of 280 mm from the tip. This item is usually 800 mm long and the returned fragment measures 520 mm. The breakage surface indicates a ductile fracture; plastic deformation is visible around the breakage area. Directly adjacent to the fracture surface the wire shows a considerable bend and at the back significant friction marks. The damage pattern suggests that the wire was bent intentionally by force which may finally have caused the breakage. In case of intended use such damage would not have occurred. It cannot be excluded that the affected instrument has been modified (bent) and used as an extraction instrument. This was repeatedly requested by the investigation site but without response. The surgeon stated that "the guide broke during the extraction¿ which clearly indicates a deviation from the surgical technique. According to the appropriate manual ¿t2 humeral nailing system operative technique¿ no guide wire is used during nail removal. Based on the above observations the root cause of the reported event is not related to a deficiency of the device but is rather linked to non-intended use respectively deviation from surgical technique. Regarding the portion remaining in the patient it can be ascertained that the affected guide wire was made of implant grade steel. Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by distributor (B)(4) that the guide of the nail broke during the surgery. The broken part could not be removed. The broken part was not retrieved and was left in place in the patient's diaphysis because it was not possible to extract it as no other extensive route was available. The surgeon took the decision to leave the device into the patient as it was a complex fracture and there had a high pseudoarthrosis risk. The patient has been informed of the situation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by distributor biomed electronic that the guide of the nail broke during the surgery. The broken part could not be removed. The broken part was not retrieved and was left in place in the patient's diaphysis because it was not possible to extract it as no other extensive route was available. The surgeon took the decision to leave the device into the patient as it was a complex fracture and there had a high pseudoarthrosis risk. The patient has been informed of the situation.